Event description:
A registered nurse reported using latex gloves made by several different glove manufacturers. She stated that she developed an allergy to latex and it components, including latex proteins.